Event description:
On (B)(6) 2025, the user reported concerns about their dexcom g7 continuous glucose monitor (cgm) displaying a rapid drop in blood glucose (bg) despite no symptoms. A review of synced report logs showed no explanation for the drop. A manual bg test was recommended, but the user did not have a glucometer. The user was advised to replace the cgm. Later, the user called back after cgm warm-up, reported consuming juice due to symptoms of shakiness and sweating but did not verify bg with a manual test. They stated they would seek medical treatment and ended the call. Follow-up confirmed the user visited the emergency room (ER) but was not admitted. Symptoms included sweating, lightheadedness, and difficulty concentrating. The user received intravenous (IV) glucose and fluids and was discharged the same day. No long-term health effects reported. The user discussed glucose fluctuations with medical staff and identified that frequent overcorrection of low bg led to subsequent highs, prompting the device to dose in response. They adjusted their low bg treatments and reported improved time in range with fewer fluctuations. The user also obtained a glucometer to manually verify bg readings and recalibrate as needed.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.